Event description:
It was reported that a cartridge alarm 20 occurred causing no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer resolved the issue by loading a new cartridge and resuming insulin therapy. There was no previous report of similar cartridge alarms with this pump.